Event description:
Device malfunction: balloon rupture. Time of device malfunction: during the procedure. Symptoms/ae: none. It was reported that the fox plus 7.0x80 mm catheter was used during an unspecified procedure in the left iliac artery. The balloon ruptured during the first inflation at 14 atm. A second fox plus balloon catheter was used to complete the procedure. The physician commented "the rupture was most likely due to the heavy calcification." There was no reported adverse patient sequelae. Though requested, no additional information was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the lot history record (lhr) did not produce any findings relevant to this report.